Event description:
It was reported the physician had "a couple" patients in the past where intermittent spasticity was seen, followed by a sudden lack of tone, described as "limp." Dye studies were done and shown granulomas. They saw "an accumulation of dye, sort of clumped at the tip". They theorized there was pressure that built up and "kind of released, almost like a parachute, giving the patients a bolus."

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).